Event description:
A staff member is having irritations when using co's gloves. The irritations begin at the hands and extended up to the elbow. This staff member was given pre-test for thiuram mix and butylphenol formaldehyde resin. Results were positive.